Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The 99% stenosed, calcified and severely tortuous target lesion was located in the distal right coronary artery (rca). The physician felt strong resistance while advancing the 2.75x24mm taxus express2 des stent delivery system (sds) to the lesion. Upon removal of the device from inside the patient, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device without any complications to the patient. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is determined to be operational context.